Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day. The patient discharge medication included omnicef for infection prophylaxis, and tylenol for pain prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day, which are reported to be ongoing. The catheter was removed next day of the procedure. Eight days post procedure, the patient began experiencing hematuria. The patient symptom of hematuria was reported to be resolved twenty days post onset symptom. The study facility assessed the irritative urinary symptoms and hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day. The patient discharge medication included omnicef for infection prophylaxis, and tylenol for pain prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day, which are reported to be ongoing. The catheter was removed next day of the procedure. Eight days post procedure, the patient began experiencing hematuria. The patient symptom of hematuria was reported to be resolved twenty days post onset symptom. The study facility assessed the irritative urinary symptoms and hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.